Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous patient results that were reported out of the laboratory due to misloaded reagent packs on the access 2 immunoassay system. During trouble shooting with bec hotline it was determined that the customer had misloaded troponin (accutni) reagent packs. Specifically, a thyroid stimulating hormone (tsh) reagent pack was misloaded into a reagent carousel position where a troponin (accutni) reagent pack should have been located. The report # 2122870-2011-04467 documents the misloading of the tsh reagent pack (lot # not provided). No tsh patient results were generated in connection to this event. Repeat testing performed on twelve (12) patient samples confirmed the customer had reported out imprecise accutni results over the course of two (2) days ((B)(6) 2011). This report documents the results generated on (B)(6) 2011. The customer confirmed that three (3) of the patient samples yielded imprecise accutni results within the risk stratification range. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. The customer confirmed with the ER doctor that the patients with imprecise results did not receive any changes in treatment or have any ill affects in connection to the event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. The bec hotline instructed the customer to discard all misloaded reagent packs. The customer loaded new acutni and tsh reagent packs and performed qc within their established limits. Service was not dispatched for this issue. Use error is the root cause for this event. This report is related to the MDR 2122870-2011-04496 that is reporting on the accutni results generated on (B)(6) 2011 for the similar events that occurred at this customer site.